Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Health impact, event problem and evaluation codes: updated. No product was returned for investigation therefore are unable to confirm the reported complaint. Device history review of the reported lot number showed no non-conformities of the reported lot number during the manufacturing process. If the product is returned, the manufacturer will reopen the complaint for further investigation.

Event description:
It was reported that the cannula begins to crack after 1-3 days of insertion and needs to be replaced. The issue took place in the patient's home. There has been no report of patient injury or no observable clinical symptoms or a change in symptoms identified in the patient, after trach replacement took place.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.